Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During manipulation of the catheter the wire was stuck. The wire did not free up with advancing and farawave needed to removed from body. In an attempt to free wire it was pulled back into catheter and upon removal a fracture to the core was noticed. The wire was removed intact but obviously fractured. A different wire was used and also became lodged within the catheter. The wire and catheter was replaced but the problem persisted. This happened with multiple wires. Catheter was removed with stuck wire. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During manipulation of the catheter the wire was stuck. The wire did not free up with advancing and farawave needed to removed from body. In an attempt to free wire it was pulled back into catheter and upon removal a fracture to the core was noticed. The wire was removed intact but obviously fractured. A different wire was used and also became lodged within the catheter. The wire and catheter was replaced but the problem persisted. This happened with multiple wires. Catheter was removed with stuck wire. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.